Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the programmer failed to power up due to a defective power supply. Analysis also noted that the paper drawer was nearly empty, the upper bullets were missing, the locking media latch door was missing, the upper pin of the card bus socket was broken, the cover plate from the keyboard was missing, the left keyboard hinge was broken, the left sliding rails from the keyboard plat was broken, the stylus was mission, the cursor/arrow failed to react to the test stylus and the x-y board as defective. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.